Manufacturer narrative:
This report is submitted on 25 february 2020.

Event description:
Per the clinic, the patient experienced wound breakdown at implant site and subsequent extrusion of the device. Subsequently the device was explanted (date not reported).